Manufacturer narrative:
(B)(4). Correction: the xience pro is currently not commercially available in the us. The product code listed in d1 and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated implant date. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Xpert pro is currently not commercially available in the us. The product code listed and the k# listed is based on the predicate device (xpert) and is therefore similar to a device sold in the us.

Event description:
It was reported that the physician made a general comment to the sales rep during a visit. He reported a considerably prolonged deflation time after deployment of the xience pro stent. The physician could not remember any concrete details, such as the duration of time by which the deflation was prolonged, but he stated that it felt considerably longer than before. It was reported that this occurred in many cases since (B)(6) 2012. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.